Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter had an error 2 issue. The complaint was classified based on the customer care advocate's (cca) documentation. The patient indicated that the reported issue began the same day at 9pm. During that time, the patient reportedly noted an error 2 issue with the subject meter. The patient also alleged an incorrect date and time issue as well as a power issue with the subject meter. As a result of the reported issue, the patient reportedly decreased the dose of metformin (oral diabetic, pill) by 1000mg. Approximately 3 hours later, the patient reportedly experienced symptoms of "sweatiness and tiredness." The patient did not receive/require any medical attention. The patient was not tested on any other meter. The alleged issues were resolved through troubleshooting. The patient's products were replaced. There is no evidence indicative of a meter malfunction. Based on the provided information, this complaint is being reported since the patient reportedly experienced symptoms, which could be suggestive of hypoglucemia after the reported issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.